Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+5.5/065 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved. The lens remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the lens was explanted in early july 2020 and was exchanged for another same model/length lens and the problem was resolved. The patient condition at the last visit was all perfect. Claim #(B)(4).